Event description:
It was reported that the device will start the self-test and then it will power off. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.